Manufacturer narrative:
Discrepant antibody identification result for one patient sample having a mix of anti-d(rh1) anti-c(rh2) antibodies. No general product failure is identified. No biased result was reported to a physician. The patient was not harmed. (B)(4).

Event description:
A customer complained after obtaining what was described as discrepant antibody identification result for one patient using the ortho biovue system in conjunction with an ortho vision biovue analyser. Complainant: (B)(6) ¿ laboratory technician. Complaint reporter: (B)(6) - ortho laboratory specialist. Dates of event: (B)(6) 2017. Reported on: (B)(6) 2017 by mrs. (B)(6) to (B)(6) who reported it to the ortho helpdesk on the same day. Reagents: ortho biovue system poly cassette lot ahc622a exp. 19 january 2018, 0.8% resolve panel a lot 8ra8034 exp. 03 october 2017, 0.8% surgiscreen lot 8ss348 exp. 03 october 2017. Software version: 4.8.0. Patient information: (B)(6) female, (B)(6). Patient is known to have anti-d(rh1) and anti-c(rh2) antibodies. The customer said that, on (B)(6) 2017, they had tested a patient sample for antibody screening in iat technique using ortho biovue system poly cassette and 0.8% surgiscreen in conjunction with their ortho vision biovue analyser and that they had obtained positive reactions with cells 1 and 2 (with 2+ reaction strengths) and a negative reaction with cell 3 of the red cell reagent. The customer said that, on the same day, they had tested the same sample for antibody identification in iat technique using ortho biovue system poly cassette and 0.8% resolve panel a in conjunction with the same analyser and that they had obtained; - positive reactions with cells 1, 2, 3, 4 and 11. - negative reactions with cells 5, 6, 7, 8, 9 and 10 of the red cell reagent. The customer said that, on the same day, they had tested the same sample for antibody identification using diamed reagents and cards. The customer said that they could identify anti-d(rh1) and anti-c(rh2) antibodies. No further detail was provided. The customer reported that no biased result had been reported to a physician and that the patient had not been harmed as a result of the reported event.